Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Additional patient codes: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced some visual disturbances months out with the lens. The symptoms were described as halos/glares, and light sensitivity at nighttime. It was confirmed that there was no loss of 2 or more lines of best corrected visual acuity (bcva) after implantation and the patient was not debilitated, that the patient was just bothered by symptoms. The doctor indicated that a yttrium-aluminum garnet (yag) procedure was performed on (B)(6) 2020 to treat posterior capsule opacification (pco). Reportedly, the patient has improved and no longer is bothered by the symptoms. The doctor is monitoring the patient. No further information was provided.